Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0j8cr, implanted: 2014 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reports the patient do not have concerns with their device or therapy. The patient reports only needed new batteries.

Event description:
It was reported that the patient said 2-3 days ago, she fell on her left cheek and since then, her bladder was not helped like it was before the fall and she can't get her programmer to work. The patient did not known if she had fresh batteries inside of the programmer and she did not know there were batteries inside of it. The patient reports a loss of therapeutic effect. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.